Event description:
An optometrist reported a patient with flap complications- epi ingrowth/defect during a lasik surgery. The patient moved during flap making. Bandage contact lens (bcl) was placed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum and the energy test were performed successfully. Energy check was only performed during startup and not as recommended every two hours. The provided treatment report does not provide a clear view because of picture quality. Canal cannot be clearly seen in treatment report, therefore it is not clear if canal is venting properly. A canal is formed to allow from femtosecond laser-generated intracorneal gas escape during flap creation. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. Most probable root cause is patient movement. The manufacturer internal reference number is: (B)(4).